Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the balloon and inflation lumen. Microscopic inspection found no defect or irregularity in the balloon material. The balloon was inflated to rated burst pressure (rbp) and held pressure for 5 minutes without leaking. Inspection of the remainder of the device found no damage or defect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt of the right forearm. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt of the right forearm. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.